Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis occurred. It was reported that during a watchman procedure to treat atrial fibrillation (a fib), a versacross connect kit was selected for use. A thrombus was noted on was device. Act was not noted at the time of clot formation. Heparin was administered immediately after transseptal puncture. The thrombus discovered approximately 2-3 minutes after tsp. The sheath was removed and more heparin was given. The thrombus was aspirated and the procedure was cancelled. No further patient complications reported. The device is not expected to be returned for analysis as it was disposed.